Manufacturer narrative:
Investigation results will be provided in a supplemental report.

Event description:
It was reported that during drilling of the posterior calcaneal/calcanean hole the drill broke. There was a delay of 30 min. Not longer! The calcaneal screw couldn't`t be inserted.